Manufacturer narrative:
A ge service representative performed an onsite investigation. The system disk was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system does not boot. The fse determined the cause of the problem to be faulty hard drive. The customer canceled service to the system and scrapped it due to age. The hard-drive that contains the operating systems, and the system software. The hard drive holds software that is a set of instructions that directs the system processor to perform specific operations. Based on age of the system, manufactured before 1994, this type of failure can be expected.